Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had met with the sjm representative for reprogramming because the stimulation was mainly in her legs; the stimulation could not be received in the low back. A second appointment for reprogramming was able to get stimulation on the right side of the back, but not the left, it was reported the patient was to meet with the physician regarding the next course of action.